Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was crushed in a couch and as a result the touchscreen became cracked and unresponsive. Additionally, it was reported that multiple intermittent unspecified cartridge alarms occurred. Reportedly, customer either reloaded the existing cartridge or loaded a new cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose level ranged from approximately 180 mg/dl to 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.